Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the result of a stapling issue involving sureform stapler 60 instrumentation; which could potentially be related to a product problem. Corrected information can be found in the following fields: b1, annex f, and annex g b1 updated from "adverse event" to "adverse event and product problem". Annex f updated to include f2302 due to post-operative blood transfusion. Annex g updated to include g0405214 - staple.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication is unknown. The sureform stapler 60 instrument and stapler reloads used during the case are not available for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The logs show that a sureform stapler 60 instrument (part #480460-08; lot #l93190513-0206) was installed 4 times and fired 3 blue sureform stapler 60 reloads. All firings were completed per the logs without any pauses for compression. There are no issues in the logs associated with use of the sureform instrument. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer extend (part #480422-01; lot #l91191201-0009) is a single use device and site reviews have shown that no complaints were filed against the instrument. Cadiere forceps (part #470049-06; lot #n11200309-0084) and site reviews have shown that no complaints were filed against the instrument. Stapler 45 (part #470298-14; lot #t10190213-0057) and site reviews have shown that no complaints were filed against the instrument. As of 06/12/2020, a review of the site's complaint history has been performed and no related complaints have been identified. This complaint is being reported due to the following conclusion: after completion of an uneventful da vinci-assisted subtotal gastrectomy procedure, bleeding was observed in the patient¿s ng tube. As a result, blood transfusions were administered to the patient on post-operative days #1 and #2. Although the surgeon alleged that the sureform stapler 60 instrument and reload might have contributed to the bleed, the cause of the post-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
If was initially reported that after undergoing a da vinci-assisted surgical procedure, the patient was found to have blood in the nasogastric (ng) tube. The surgeon alleged that the bleeding was from the gastro-jejunostomy anastomosis and was attributed to a stapling issue involving sureform stapler 60 instrumentation. On 18-may-2020, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the reported event involved a patient who had undergone a da vinci-assisted subtotal gastrectomy procedure. The surgical procedure was not recorded on video. The surgical procedure was completed successfully with no intra-operative complications or issues with a sureform stapler 60 instrument and stapler reloads. The staple lines appeared intact intra-operatively with no signs of bleeding. At an unspecified time post-operatively, blood was observed in the ng tube. The blood loss volume was not provided. Due to the bleed, blood transfusions were administered on post-operative days #1 and #2. The surgeon speculated that the post-operative bleed was attributed to an issue with the sureform stapler 60 instrument and blue stapler reloads. None of the sureform products used during the case are available for return to isi for evaluation. The surgeon indicated that there was no stretching, pulling, or tension of tissue when he used the sureform stapler 60 instrument and reloads. He stated that he used blue sureform 60 reloads on the anastomosis and no "peri-strips" were used. A bougie was not used during the case. The patient was given anti-coagulants as a deep vein thrombosis (dvt) prophylaxis prior to the case.